Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that an alert had been generated for a lead safety switch (lss) for this system due to a pacing impedance measurement greater than 3000 ohms. A review of the device data identified stored atrial tachycardia response (atr) events due to muscle artifact which occurred prior to the switch to unipolar configuration. The caller will recommend the patient come in for programming to bipolar sensing and unipolar pacing. No adverse patient effects were reported.